Event description:
It was reported to baxter (B)(4) that a ce multirate infusor had overinfused during patient use at the hospital. The expected flow rate is unknown at this time, however, the actual flow rate was 79ml/19hr (4.2 ml/hour). The total fill volume was unknown. The temperature was 31, and it was used with a catheter. The device was filled with ropivacaine hydrochloride hydrate and morphine hydrochloride. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
The device is available for evaluation, per the customer, however, the device has not yet been received by baxter. Should the device, or additional information be received, a follow-up report will be submitted. (B)(4).